Manufacturer narrative:
Examination of the device in the product evaluation laboratory revealed that during aspiration air was found leaking into syringe when the black piston was moving between 9-10 cc mark (10 cc syringe). Air bubbles leaked into syringe passing piston and leakage of saline was also noted passing the piston during injection. As received syringe to check valve connection was secured and check valve functioned properly without any leakage.

Event description:
It was reported that during the flush (before use), leakage was noticed at the syringe. No patient complications were reported.